Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that following an intraocular lens (iol) implant procedure in right eye, 3 weeks postoperatively the patient refracted at -3.00/-0.5x1 and reported refractive surprise as target was for emmetropia. The patient was complicated with pre-operative history of mild albinism and nystagmus. Surgeon has reviewed the patient post-operatively and confident that there was no retained viscoelastic. However, iol was sitting more anterior than expected. Surgeon felt it was a patient factor rather than issue with the iol. Conservative management was planned. The surgeon was monitoring the patient had a myopic refractive error but otherwise the eye was quiet, and patient was proceeding with surgery on the fellow eye in the coming days. There was no secondary intervention planned and the surgeon will provide an update if further information comes forward. Additional information has been requested.